Event description:
It was reported that during a laparoscopic prostatectomy procedure, the trocars started to leak gas (the theatres staff and surgeons could hear the gas leaking from the port and bubbling noises were coming from the opening of the ports) and the pneumoperitoneum dropped to a level that made it difficult to operate. The surgeon was then forced to wrap a swab around each instrument at the opening of every port in order to try and maintain the pneumoperitoneum. He finished the case this way, even though the pneumoperitoneum was not very good. Surgery was prolonged 30 minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.